Event description:
It was reported the rf (radio frequency) head was not working. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; rf (radio frequency) head failed uplink functional test. Rf head cable found out of electrical specification. Analysis also found the led (light emitting diode) window was cracked and the rf head label was delaminated.